Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported by the patient that they weren't sure if the stimulator was working. The patient stated that "probably a week ago," the stimulator "went off" and they got an electrical jolt down the leg. The patient stated it went down the left side down into "tush" bottom or butt. It was noted that the patient had moved to (B)(6) and waited until the last minute to find a doctor so they called a bladder doctor and they told the patient the soonest they could get in was december 2, but noted to the patient they would put the patient on a call waiting list. Today, the patient reported that the stimulator decided it would do it again. The patient stated that this time, it didn't go down the leg rather, four times they got an electrical jolt in the tush. The patient then stated they called the first doctor they'd had in (B)(6) and that doctor told the patient there was nothing they could do. The patient stated that while they had been waiting on hold, they turned the stimulation back on and down to a normal number where they could feel it. The patient stated they didn't know if it was going to give them a jolt again. The patient stated they'd "played" with the stimulator a couple days ago and upped it to 8.5volts and then went down to 3.0volts. Just a little while ago, they stated they took it down to 1.0volts. Today when the patient felt the jolts, they were at 3.0 volts. The patient stated they didn't know what settings they had been at when they were shocked a week ago.  Patient services asked the caller if they'd had any falls or accidents and the patient said "no." They then checked the patient's current settings and the patient was at 1.0 volts, program 1, and stimulation was on. Patient services advised the patient they could lower the stimulation or turn it off but told the patient they wouldn't be able to tell if the patient was going to get a jolt again. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included three weeks ago, they'd had a bladder infection (not alleged to be related to the device/therapy and they were put on two antibiotics. The patient also mentioned when they'd lived in florida like five years ago, they had the whole system changed. Patient services asked if that was due to normal battery depletion and the patient stated "yes," noting however that they hadn't known that it had to be changed out in 5 years. The patient was redirected to follow up with an hcp.